Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Concomitant medical products: medical product - oxf uni tib tray sz c lm PMA , item: 154722, lot: 394770. Therapy date - (B)(6) -2018. Medical product - oxf twin-peg cmntd fem md PMA , item: 161469, lot: 441890. Therapy date - (B)(6) 2018. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00920 and 3002806535-2018-00921.

Event description:
It was reported that a patient underwent an initial left knee procedure. The patient had a revision due to unknown reasons.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.